Event description:
Report received of a nondelivery. The device was programmed to deliver 1 liter of d5.45ns on line a and tpn on line b. No specific programming parameters were provided. Approximately 30 to 45 minutes after the initiation of the tpn, the nurses reportedly noted that the fluid on line a that had previously been clear, had turned yellow and the bag was swollen. The customer contact estimated that approximately 50ml to 100ml of tpn from line b had infused into line a and not to the pt as expected. There were no alarm conditions reported. The device was removed from clinical service. Therapy was resumed using a replacement device and tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.